Event description:
Received an article from the journal of vascular surgery, 2014 titled "outcomes of covered versus bare-metal balloon-expandable stents for aortoiliac occlusive disease." The article states that five patients had arteries that thrombosed, and out of the five patients, two had acute limb ischemia afterwards. All patients who had a failed reintervention went on to require open surgical bypass.

Manufacturer narrative:
We are not able to thoroughly investigate this report as no product code, lot number or sample available was provided. Review of complaints does not show any similar reports due to a device failure.